Event description:
Per oos, this system was removed due to infection. Called rep to find out if we'll be getting the device back. He said that because the pt. Is pacemaker dependant, they are using it externally. He will check in with them. Also removed: selox sr 53,1028232-2007-00298. Selox sr 45, 1028232-2007-00299.